Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer¿s blood glucose level had been very high. The customer¿s blood glucose level was around 600 mg/dl. The caller declined troubleshooting for the high blood glucose. The caller stated they will change the site and will go to the hospital. The device will not be returned for analysis.